Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "patient's concern with the product".

Event description:
Healthcare professional reported right side exchange due to patient's concern with the product and rupture. Device has been explanted.

Event description:
Healthcare professional reported right side exchange due to patient's concern with the product and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell and red particles in the surface of the shell. Weight measurement identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification and missing piece of the shell. Based on the device analysis the final assessment is a sharp opening assessed as an unidentified (tear) opening and missing piece of the shell assessed as inconclusive. Additional, changed, and/or corrected data: h.3, h.6.